Event description:
It was reported the customer had excessive meter blood glucose alarms. Customer stated they have attempted to clear the alarm by pressing act and escape, but the alarm would return. Customer's blood glucose was 132 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.